Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that the mesh is damaged. There was no reported patient involvement nor any report of an adverse events as a result of this malfunction. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the previous repair record identified the comb was replaced, which is related to the reported event. The device was tested and found to be functioning to specification prior to release to the customer. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2 - the event occurred in new zealand.

Event description:
No additional information is available regarding the incident.